Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited ventricular channel oversensing of atrial signals. Technical services (ts) discussed options with the health care professional (hcp) including adjusting the rv sensitivity, continuing to monitor or a revision. This ICD remains in service. No adverse patient effects were reported.